Event description:
It was reported that the patient presented in the operation room for a generator change. Interrogation showed that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition, as well as experiencing low pacing impedance. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.